Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system exhibited infection. Reportedly, this right ventricular (rv) lead was explanted successfully, nonetheless, while performing the left ventricular (lv) lead extraction, the lead was fractured and the coil unraveled; hence, the lv lead was abandoned for the time being. Moreover, after explanting the right atrial (ra) lead, the anesthesiologist noticed an effusion in the right atrium and a cardiopulmonary resuscitation (CPR) was performed as the patient exhibited cardiac arrest. An open-heart procedure was done to fix the effusion. There were no additional adverse patient effects reported. This explanted device will not be returned.